Event description:
It was reported that the "wire" at the end of the catheter fell off into the patient during a procedure. The doctor was able to retrieve it and there was no harm to the patient. Attempts to obtain additional clinical information were unsuccessful.

Manufacturer narrative:
One embolectomy catheter was returned for evaluation without the packaging. The spring tip had detached from the catheter tube, leaving the proximal windings still attached to the catheter body tube. There was no latex or any other components missing. This condition may occur when the pull force of 0.7 lbs (per IFU) has been exceeded. The catheter body was found to be in good condition. A review of the manufacturing records indicated that the product met specifications upon release. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information suggests that procedural factors and device handling may have contributed to the event. No actions will be taken at this time.